Event description:
It was reported that a flogard infusion pump experienced an undetermined malfunction. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced by a technician and the sample was visually inspected and functionally tested. The reported condition of a problem with the device was more specifically identified to be the f-38 alarm that was found in the alarm log. The root cause of the reported condition was due to defective force sensing resistors (fsrs). To correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.